Event description:
It was reported on 2013 (B)(6), there was no communication with the implantable neurostimulator (ins) from either the recharger or patient programmer. It was stated, the recharger had a reposition recharger antenna screen with recharger icon. An ins overdischarge was suspected. Reportedly, the last successful recharging session was about two to three weeks prior to report. It was stated, the patient experienced ¿serious pain and couldn¿t move¿ and this was new pain. It was noted, the pain was coming from the ¿top of a lead,¿ in the middle of her back between her shoulder blades and it started 2013 (B)(6). It was indicated one month prior to report the patient had spinal injections for slipped disks it was stated the patient was having trouble with their implant, it wouldn¿t charge or connect with either the programmer or recharger. It was stated the patient couldn¿t move her back, turn or look down along with a serious migraine.

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 3708340 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3998 lot# v113343, implanted: 2008 (B)(6), product type lead product ID 37083-40 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).